Manufacturer narrative:
Report date: 15jun2021.

Event description:
It was reported to philips by a hospital me that a message of "alarm led failed" was displayed and alarm sounded. The unit kept operating. The device was in clinical use at the time of the event. The issue was found just before the unit was put on a patient. There was no delay in patient therapy reported due to the issue above. There was no report of patient or user harm/impact. A philips service technician evaluated the ventilator and confirmed check vent: alarm led failed" (diagnostic code:1105) occurred in the repair center and occurrence record of the alarm was also confirmed in the event log. It was determined that the power switch overlay needs to be replaced. The investigation is ongoing.

Manufacturer narrative:
B4: (B)(6) 2021. The issue occurred in the repair center and was found before the unit was put on a patient. This is not a reportable event. Following the evaluation of the device, the fse replaced the power switch overlay to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.